Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935-75 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead while asymptomatic and went to the emergency room (ER). The rv lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had high impedance, high thresholds with loss of capture, and a confirmed fracture. A magnet was placed over the device to prevent any further shocks and the lead was programmed off. The lead remains in the patient out of service. It was further reported that the right atrial (ra) lead has high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient later presented to the ER again with shortness of breath. Upon review of the device interrogation, therapies and the rv lead were programmed off into an atrial only mode.